Event description:
This report was received from (B)(6). This is a spontaneous report by a consumer from (B)(6) of patient made mistake/touch contamination and peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following information was reported. On an unreported date, the patient made a mistake/touch contamination. In (B)(6) 2010, the patient experienced peritonitis. The cause of the peritonitis was patient made a mistake/touch contamination. The patient was not hospitalized. Treatment was not reported. On an unreported date, the patient had recovered from the peritonitis and pd therapy was ongoing. The outcome for the patient made mistake/touch contamination was not reported. Medical history included end stage renal disease (esrd), hypertension, cardiac disease, cardiac failure, pneumonia, change in mental status (B)(6) and drain pain (B)(6). Concomitant medications were not reported. An opinion of causality was not reported. Writer reviewed (B)(4) to obtain the following potentially associated lot numbers for this peritonitis event: gd877282, gd878223.

Manufacturer narrative:
(B)(4). This is report 2 of 4 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error- poor aseptic technique. A batch review was performed for the potentially associated lot numbers (gd877282, gd878223). There were no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.